Event description:
It was reported that a piece of plastic was found at the tip of the bd venflon¿ pro safety shielded IV catheter needle before use. The following information was provided by the initial reporter: "in an ambulance a patient who had a heart attack needed a pvk. When the venflon pro safety box was open they found a small piece of green plastic at the tip of the needle. Pvk was not put into use, but discarded. Event occurred before use."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that a piece of plastic was found at the tip of the bd venflon¿ pro safety shielded IV catheter needle before use. The following information was provided by the initial reporter: "in an ambulance a patient who had a heart attack needed a pvk. When the venflon pro safety box was open they found a small piece of green plastic at the tip of the needle. Pvk was not put into use, but discarded. Event occurred before use."